Event description:
Initial reporter indicated that there was a "strange change in parameter settings." "When the vns battery was explanted in 2008, they found it left on output 0 and pulse width 500, 30hz." A system test was performed last in 2007 and the pt's generator was found to not be at expected settings. An interrupted systems test is suspected at this time. Good faith attempts have been made for additional info about the event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.